Event description:
The china customer reported the lower door of the coverstainer instrument had fallen down. The right side of the lower door fell due to the top right hinge of the door breaking. The door fell as the hinge could no longer support the door. The issue occurred when the customer was opening the door. It was confirmed there were no injuries. A picture provided confirmed the malfunction. The agilent field service engineer (fse) serviced the instrument and replaced the hinge kit. The instrument is fully operational and ready for use. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital.